Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During priming, leakage was noted coming from the pump head of an xlung kit 230. The kit had to be changed out for a new one. Upon follow-up, it was confirmed that no visible defects or loose connections were found on the kit - specifically at the location of the leak. The kit was fully assessed for damage/defects prior to use, and none could be found. There were also no console alarms. It was confirmed the reported problem did not result in any delayed or missed treatments. The sample was available for evaluation.

Event description:
During priming, leakage was noted coming from the pump head of an xlung kit 230. The kit had to be changed out for a new one. Upon follow-up, it was confirmed that no visible defects or loose connections were found on the kit - specifically at the location of the leak. The kit was fully assessed for damage/defects prior to use, and none could be found. There were also no console alarms. It was confirmed the reported problem did not result in any delayed or missed treatments. The sample was available for evaluation.

Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for physical evaluation. No external damage was observed on the returned device. However, the described failure pattern could be confirmed. A small amount of liquid was observed between the inner and outer housing of the pump head. The cause of the leak was probably due to using too little adhesive material during production. Approximately 80% of the pump head was sufficiently glued, but the areas that were not glued all around created space for leaks. As the pump head was partially glued, it can be assumed that the uv curing was carried out properly. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. As the inner housing of the pump head was not sufficiently glued to the outer housing, the involved production employees were retrained.